Event description:
Customer reported a vitrectomy while using a sensar 3-piece acrylic monofocal intraocular lens (iol) on patient's left eye (os) oculus sinister. No further information provided.

Manufacturer narrative:
Section a4 and a5: unknown, as information was requested and was not provided. Section d6a: if implanted, give date: not applicable, as information was not provided. Section d6b: if explanted, give date: not applicable, as information was not provided. Section h3-other (81): the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: historical data analysis: a search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no further actions are required. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. Corrected data: in review, it was noticed that section "a6" inadvertently was not addressed in the section "h11" of the initial MDR report. Also, it was realized that the verbiage for section d6a and d6b require an update; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.